Manufacturer narrative:
The device associated with this report was not returned. Product information required in retrieving the device history records for reviewing and searching the complaint database by lot code was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. It was communicated that no additional information would be made available. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
During a revision to address loosening of the tibial tray the cement/bone interface, with the manufacturer of the cement used in the primary surgery being unknown, poly wear of the insert and osteolysis were also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.